Manufacturer narrative:
The hcg stat reagent lot number was 82108000 with an expiration date of 28-feb-2026. Calibration was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. The customer used a centrifugation time of 5 minutes at 200 revolutions per minute (rpm). Based on the sample tubes used, this centrifugation time may be too short and the speed may not be correct. An "abnormal probe sucking" alarm was observed on the alarm trace data on the day of the event. The field service engineer (fse) found the sippers needed to be flushed. The fse performed liquid flow cleaning, fished the sipper line and completed prewash sipper adjustments. Calibration, qc, correlation and precision results were all acceptable. The investigation determined the service maintenance actions resolved the issue.

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for elecsys hcg stat (hcg stat) on a cobas 6000 e601 module. An example of discrepant results was provided for 1 patient sample. The initial result was 15.50 miu/ml. The repeat from a different e601 module was 1.19 miu/ml. The repeat result was believed to be correct.